Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information. Further information requested but not available. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. Event date is estimated.

Event description:
It was reported patient lost therapy and ipg was unable to connect with external devices. As such surgical intervention took place wherein the ipg was explanted and replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined